Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap had stripped threads. It was reported that the battery cap had not been replaced in four to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. The battery compartment was observed to be cracked. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to secure onto the pump. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.